Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked from threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. Moisture corrosion was observed in the battery canister. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The leak test failed due a battery compartment leak. The ¿ez-prime¿ steps were performed correctly and no power interruptions occurred during the investigation. The alleged ¿power¿ complaint was unable to be duplicated. The pump cover was removed, and no further moisture ingress or any intermittent conditions were found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and the battery compartment was cracked. There was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.